Event description:
It was reported that when using the bd pyxis¿ medbank tower, the barcode scanner was not working, and the user had to issue the medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) remotely accessed the machine and asked the customer to recreate the issue. The customer scanned the barcode, which returned an incorrect barcode originating from cr. The tss reviewed myqlink and provided the correct bin barcode for the customer to use. The customer was also informed that they needed to contact the pharmacy regarding the incorrect barcode provided. The issue was resolved. The system functioned as intended after the technical support specialist investigated the device.